Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.

Event description:
It was reported that the patient had undergone a plf at l3-5. Post-op it was believed the screws at left l3 and right l5 had come loose. During the revision surgery it was confirmed that the screw at left l3 was loose. Additional hardware was implanted to extend the construct.